Manufacturer narrative:
A visual inspection confirmed the reported breakage. The distal tip has broken at the weldment, but remains attached to the shaft. An assessment of the weldment showed the weld penetration to be inadequate.

Event description:
It was reported that the 5.2mm dyovac(r) suction punch snapped one inch from the tip. A backup device was available for use. No patient injury or other complications were reported.